Event description:
It was reported that fluoroscopy revealed the pt's catheter was dislodged. No pt symptoms were reported. The pt was scheduled to undergo a catheter revision. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.